Manufacturer narrative:
Product inquiry stated the lag screwdriver gamma3 to be the subject product. No further associated products were reported. Review of the manufacturing and inspection records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. As the lag screwdriver had been in use for a longer time (manufactured in 2008), we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. The significantly worn and bent respectively broken pegs of the lag screwdriver were a result of an inadequate usage. The appearance of the damage indicated that the lag screwdriver had been operated under high forces in untightening direction. In case of intended use such damage would not have occurred. A pre-damaging of the instrument in prior surgeries could not be excluded. Based on the above facts the root cause of the reported event was not related to a deficiency of the device, but was rather linked to an inadequate handling by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
A gamma nail was removed from the right hip due to non union. During the removal of the gamma nail the lag screw inserter broke.

Event description:
A gamma nail was removed from the right hip due to non union. During the removal of the gamma nail, the lag screw inserter broke.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.